Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to correct a proximal humerus fracture, a 1.6mm k-wire was placed through the proximal guide hole of the insertion guide to determine plate placement. While trying to pull the k-wire out of the insertion guide the wire became stuck in the proximal guide hole and broke. The surgeon removed the insertion guide off of the proximal humerus plate as the k-wire remained in the hole preventing proper placement of the plate. It was reported that there was a delay but it is unknown how long the delay was as a result of the malfunction. This is report 1 of 1 for (B)(4).